Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory "(ua)20" (position out of range) error message" was confirmed based on the archive data review and during functional testing. The root cause of the ua20 error was due to a defective button pad, not allowing the drive shaft manually rotated to "home" position. Upon visual inspection, it was noted a cracked front enclosure and a bent battery lock, unrelated to the reported complaint. This observed physical damage appeared to be the characteristics of harsh impacts due to user mishandling. The front enclosure and battery lock were replaced to address the observed damaged issues. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, sticky clutch was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data review showed multiple ua20 advisory messages around and on the reported complaint date, confirming the reported complaint. Preliminary functional testing failed as the autopulse platform displayed ua20 (position out of range) advisory message upon powering up, thus confirming the reported complaint. The root cause of the ua20 was due to a defective button pad, not allowing the drive shaft manually rotated to "home" position. To remedy ua20, thebutton pad was replaced and then the drive shaft was manually rotated to "home" position by accessing the administrative menu. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory "(ua)20" (position out of range) error message. No patient involvement.